Event description:
A patient reports while activating a pod the needle had deployed prior to removal of the needle guard. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s911usqs6dyf3 hardware: sm-s911u cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the needle cap still attached and linkage assembly partially extended. The partial extension of the linkage assembly indicates the needle mechanism had fired and deployed the needle into the needle cap. The needle mechanism fully deployed upon removal of the needle cap. The data showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated at the end of second prime. The investigation found no damages or defects that would result in the needle deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism fired. The cause of the reported needle deploying early could not be determined.